Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input "carbs" tab instead of the "bg" tab. The customer blood glucose level was not impacted. Reportedly, the customer initiated delivery of a 10.86u bolus however contact reported that the customer disconnected from site after 1u-2u were delivered. The customer only received 1u-2u of the programmed 10.86u.